Event description:
A customer reported a leaking infusor elastomeric device. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The initial evaluation confirmed the reported condition of a leak, as a leak was noted at the set-cap of the device due to broken tubing at the junction of the set-cap. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between (B)(6) 2013. The cause of the leak at the set cap was determined to be broken tubing at the junction of the set-cap, however the cause of the break could not be determined. This issue has been escalated to CAPA. A review of the batch records was performed. During the manufacturing of this lot a condition related to the reported condition was found. The lot was reworked in order to correct the issue. All release criteria were met prior to the release of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): no CAPA has been initiated for this issue. Should additional relevant information become available, a supplemental report will be submitted.